Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during surgery, air bubbles appeared in the infusion line. They changed the cassette and the problem resolved. The bubbles were removed with the vitrectomy probe. There was no harm to the patient.